Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if some malfunction or other product condition could have contributed to the event. The pt reported that she thought the infusion site was infected, though she did not report any medical confirmation or treat of any infection. This condition can interfere with insulin absorption if it occurred. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," and to treat dka it recommends "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod."

Event description:
Pt reported that she was admitted to the hospital on (B)(6) 2011 around 8:00 pm with diabetic ketoacidosis, blood glucose of 350 mg/dl, and a ketone measurement of 3+. Prior to admittance, at 4:00 pm, bg was 274 mg/dl, despite her lunch insulin bolus (dosage and exact time were not reported). She was treated with an insulin drip, after which ketones were negative (5:30 am (B)(6) 2011) and bg was 187 mg/dl. The customer does not think the device caused the issue, but thinks the high bg might be due to an infection at the insertion site but this was not medically confirmed.